Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not calibrate during preventive maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. It had a corroded drain fitting and cracked tank cover. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. Performed functional testing. The device was out of calibration but was able to be recalibrated, contrary to the customer's complaint. The root cause was attributed to user error. As a result, the device was recalibrated, and the drain fitting and tank cover were replaced. Preventative maintenance was performed and passed all functional testing before going into the loaner pool. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.